Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, it was found that the patient's left ventricular (lv) lead exhibited loss of capture. X-ray imaging revealed lv lead dislodgement. The lv lead was explanted and replaced on (B)(6) 2021. The patient was stable before, during, and after the event.